Event description:
It was reported following a percutaneous transluminal coronary angioplasty (ptca), an angio-seal device was deployed to seal the arteriotomy site. Later, the pt experienced a vagal episode and a large hematoma developed. A femostop was applied to gain hemostasis. A CT scan revealed a perforation on the common femoral arterial wall. There was a decrease in the hemoglobin level and five units of blood were transfused. The pt was reported to be recovering.